Manufacturer narrative:
Concomitant medical products: 7175 competitor crtd, (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic with a large vegetation on the right ventricular (rv) lead and a clot in the right atrium. The competitor device, the rv lead, the right atrial (ra) lead and the left ventricular (lv) lead were explanted. No further patient complications have been reported as a result of this event.